Event description:
The patient presented to the physician with speech impairment and migraines, reporting constant pain related to these symptoms. The physician brought the patient into the or and removed the entire inspire system.